Event description:
Reporter alleged the customer had been obtaining higher blood glucose readings without experiencing any hyperglycemic symptoms on their advantage system so customer went to the doctor as a result. Reporter stated the customer's advantage system measured 258 mg/dl compared to the doctors measurement of 98 mg/dl when testing was performed back to back within 5 mins. No actions or treatment reported. A request was made for the return of the suspect device and replacement product was sent.